Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. Microscope test found that the tip was degraded and broken. During functional testing of the subminiature version a (sma) connector was in good condition, the aiming beam was noted distorted due to tip condition. During functional testing "treatments used: 0 treatments left 1" was displayed. The observed fiber tip did show signs of degradation and breakage. It is likely that procedural conditions of the device during set up, or use contributed to the fiber tip damage break. The labeling review found that the product states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement". Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the tumescent ultrasound liposculpture, the laser fiber was not recognized. The procedure was completed with another device without patient complications. Analysis of the return fiber was performed; it was deemed that the fiber tip was broken.